Event description:
It was reported that stent fracture occurred requiring additional intervention. The target lesion was located in the distal superficial femoral artery with chronic total occlusion and severe calcification. Following successful guidewire crossing, balloon angioplasty was performed, however, lumen patency could not be maintained. Therefore, an eluvia 7 mm x 150 mm stent was implanted in the lesion. Post-deployment imaging revealed fractures at two locations within the stent. Following post-dilatation, the fractured stent struts were noted to be angulated in a manner that could potentially penetrate the intima. To address the fractured stent segments, a non bsc stent graft was implanted. The procedure was completed using a different device. No patient complications were reported, and the patient condition following the procedure was stable.